Event description:
Device 2 of 2. Reference MFR report #: 1627487-2013-11626. The pt has four leads (three are from the same lot). It was reported the pt underwent surgical intervention on (B)(6) 2013 to receive effective stimulation. During the procedure, one of the leads was relocated. Two leads and an ipg were also implanted. One of the leads was implanted due to one of the current leads allegedly showing high impedance intra-op. The lead that allegedly showed high impedance intra-op was later confirmed to not have impedance issues. Effective stimulation was present post-op.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.